Manufacturer narrative:
(B)(4). A sample is not available for evaluation; therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found during the manufacture of this lot. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
A customer reported to baxter product surveillance of an actual used interlink set in which there was a hole detected in the tubing between the y-site and the drip chamber. This was noticed during priming with saline. There was no patient involvement or medical intervention necessary . No further information is available at this time. This is report 4 of 4 of the same reported problem from this facility.